Event description:
The customer stated there was a slip while the unit was attached to the patient. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015 . The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: complaint was not confirmed - no issues observed. This device was manufactured on september 30th, 2011 and a review of dhrs containing lot code 117 showed that the following lots passed the required inspection points without mrrs or variances. Service history: date of service: (B)(6) 2014 rga#: (B)(4), reason for service: routine maintenance. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2011 and last serviced in 2014.